Manufacturer narrative:
The unit alarmed button error followed by intermittent button due to a corroded keypad. The unit had a cracked case at the display window corners, a cracked display window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm that happened during normal use. The customer's blood glucose level at the time of alarm was 112 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.